Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, white particles were seen above the plasma post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received samples for investigation, including 100 from lot 52044057. Visual inspection of the returned samples from each lot did not reveal any additive abnormalities. Additionally, a review of customer information, batch history, complaint history, returned sample analysis, and risk management did not identify any manufacturing or lot-related issues. The investigation does not indicate a level of risk requiring retain testing at this time. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the lot 5244057, for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
Report 1 of 2: it was reported while using bd vacutainer® lh pst¿ ii plus blood collection tubes, white particles were seen above the plasma post centrifugation. No adverse impact was reported regarding the patient or user.